Manufacturer narrative:
The customer¿s report that the ¿dose did not infuse¿ was not confirmed. A review of the pcu event log shows the pump module was attached to the pcu on (B)(6) 2015 10:16 pm. The device was immediately programmed to infuse zosyn, 4hr infusion (3.37 gram / 50ml), concentration=0.0674; rate=12.5; vtbi=50. At 10:21 pm, the pump module had an ¿air in line¿ alarm. The door was opened then closed, the restart button was pressed and the pump module continued to infuse. At 11:01 pm, the restart key was pressed twice for no apparent reason, then pressed again at 11:30 pm. The channel select key was initially pressed, then the pump module¿s channel off key was pressed which powered off the module. Total volume infused during this time period was logged as 14.62 mls. The module was removed from the pcu then reattached right after, and was then reprogrammed for a basic infusion at 125ml/hr for a vtbi of 900ml. A review of the reported pump module device¿s error log noted no errors logged around the reported event date/time. The root cause of the customer¿s report was not identified. No device was returned for this investigation.

Event description:
The customer reported that the nurse in the ed hung an unspecified antibiotic (not specified if the dose was hung as a primary or secondary), unknown vtbi or rate, then got an air in line alarm. She addressed the alarm then closed the module door and pressed restart. She said that the ¿error message ¿restart infusion¿ remained on the screen, but the pump seemed to be infusing the medication¿. An hour later the nurse noted that none of the medication had been infused. The device was left in use on the patient, unknown what steps were taken to administer the dose. A second module was attached; at the time biomed was called the patient had been admitted to the hospital and it was presumed by the staff that the devices were the same as had been sent up with the patient from the ed. Biomed downloaded the logs and says that he ¿performed tests on all keys using alaris system maintenance to verify functionality, all okay¿. No other information is available, no report of patient harm or medical intervention.

Manufacturer narrative:
Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.